Manufacturer narrative:
Evaluation: results- (other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion- (other): an nvestigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.